Event description:
A por (power on reset) condition was reported. The por could not be cleared by the patient or physician programmer. The patient didn't appear to be post-overdischarge. Additional information has been requested. A follow-up report will be sent, if additional information becomes available.

Manufacturer narrative:
(B)(4).